Event description:
Boston scientific received information that this right ventricular (rv) lead was replaced shortly after the implant procedure due to a loss of sensing and pacing. No adverse patient effects were reported. This lead will be returned and analyzed.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the distal side of the lead was returned with the cathode wire fractured. Visual inspection noted ductile dimples forming a circular pattern on the fracture surface indicating that the fracture was most likely caused by torsional overload during the explant. It was concluded that due to this type of fracture inadvertently induced damage during the explant procedure could not be ruled out. The observation of no pacing or sensing was confirmed as this lead was not electrically continuous as a result of a fracture.